Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that as far as they are aware the revision surgery resolved the discomfort issue. Nothing was explanted.

Event description:
Rep reported that there was no clear reason on why the patient was having discomfort. The patient did see hcp for a battery pocket revision on (B)(6) 2024. Another rep covered the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient left a voicemail saying they didn¿t like their battery positioning and the physician was going to move it to a more comfortable location on tuesday (B)(6). The rep indicated that they were not the patient¿s rep they were just reporting their issue. The patient didn¿t like where their battery was as it was causing them discomfort and they were getting it repositioned. The patient¿s local sales rep and clinical specialist would be handling all the this and would follow-up. It was reported that all they knew right now was that a case was scheduled. The issue was ongoing.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt had problems with the ins battery and it was very painful on the right side. If they turned the palm side of their hand had a sharp corner and the reset was uneven and wavey. One corner was a sharp corner on the back right and the rest was very un-even and wavey. When trying to turn to the right to wash up it locks up on them and they could feel it lock up; if they went further it hurts and undoes itself and hurts. Pt was talking about the ins itself and not the therapy. Pt mentioned about the doctor who put it in and the pt did explain to the doctor about it and said it was a larger battery and hurts like hell. Dr who did the surgery and a rep helped them. Now they had a big problem where it locked up on them and when they would try to go further it snaps and really hurts, like a fist pushes and hurt s. Pt never had this problem with the first one and the battery went bad. Pt said they need to talk to a rep. The issue had been doing it all along but it got worse and worse. Pt mentioned stating they had the old ins battery go dead on 10/17 and dr and a rep assisted and put a new ins in.